Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No anomaly involving scrolling numbers was noted. The device was also received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error after the numbers were scrolling on their own. Customer's blood glucose was 129 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.